Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not accepting the battery. The customer stated that he received a failed battery test the previous week. The customer received another failed battery test, and the screen went blank. The customer's blood glucose was unknown. Troubleshooting was done. After troubleshooting, the display did return. Assisted customer in performing a self test. Advised customer to monitor the insulin pump and that a replacement battery cap would be sent. Nothing further reported.